Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was interfering with in-clinic programmer interrogation with this subcutaneous implantable cardioverter defibrillator (s-ICD). Remote monitoring interrogation reports were then provided for review. No new information has become available.

Event description:
The clinical study site provided clarification to this event. The site confirmed the subject did not experience any noise interference issues. Due to the timing of the patient's visit, the site was unable to give the subject the most current information regarding the study and device, therefore recommended a remote interrogation of the device. No further issues have been reported.